Manufacturer narrative:
The biomedical engineer (bme) reported that (the night before), the staff heard a pop and then found that the central nurse's station (cns) would not power back on. This cns was plugged into a nihon kohden provided uninterruptible power supply (ups), which is plugged into the emergency power. The customer reported that there were no power related events at the facility as well as no errors on the ups. There was no patient harm reported. The customer sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The biomedical engineer (bme) reported that (the night before), the staff heard a pop and then found that the central nurse's station (cns) would not power back on. This cns was plugged into a nihon kohden provided uninterruptible power supply (ups), which is plugged into the emergency power. The customer reported that there were no power related events at the facility as well as no errors on the ups.

Manufacturer narrative:
Details of the complaint on (b(6) 2019, customer at consolidated services hshs reported the cns (pu-621ra sn: (B)(6) would not power on. The staff heard a "pop" sound the previous night and the next morning, the unit was found to not turn on. The cns was plugged into a ups that was connected to emergency power. There were no errors on the ups and no power related events at the facility. Investigation summary the root cause is determined to be failure of the power unit #9000006147. The power supply was replaced to resolve the issue and the unit was tested to operate within specifications after repair. Per cns-6201a service manual, the atx power unit 9000-006147 is a replaceable component of the cns. Section 3.26 of the service manual provides instructions on how to replace the part.the overall risk, as determined from the product of probability (unlikely) and severity (insignificant), is determined to be low. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that (the night before), the staff heard a pop and then found that the central nurse's station (cns) would not power back on. This cns was plugged into a nihon kohden provided uninterruptible power supply (ups), which is plugged into the emergency power. The customer reported that there were no power related events at the facility as well as no errors on the ups.